Event description:
It was reported by the aci sales professional that a (B)(6) year old male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained with a 6/7f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be >6mm. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician deployed the device but the tamp tube was not visible. The patient was converted to 5 minutes of manual compression and a femostop was placed to achieve hemostasis. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1322701) indicated that the device lot met all established performance criteria prior to shipment.